Event description:
New information received notes that on (B)(6) 2021 the atrial lead was capped and replaced. The patient was discharged after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise oversensing, inappropriate automatic mode switch, and small p-wave sensing. No changes or intervention was performed. The patient condition was unknown.